Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that sfx x20 torque driver shaft was broken at the distal tip and no broken pieces were returned. The dimensional inspection of the received device revealed that the device was conforming to the specifications. The broken condition of the distal tip (drive feature) was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the sfx x20 torque driver shaft although no definitive root-cause can be determined it¿s possible the device experienced unintended forces, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw247914 was released in a single batch. Batch1: lot qty of units were released on 17 jan 2020 with no discrepancies. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11/b5 updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: updated.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that this was a removal procedure at l2-5 on (B)(6) 2021. The tip of the driver shaft broke off when it was used to loosen an adjustable implant bender. The reason for the revision procedure on (B)(6) 2021 was that two screws had been loose. The tip of the driver shaft broke off during the revision procedure. It was confirmed that the fragment generated from the driver shaft was removed from the patient's body. The procedure was completed less than 30-minute surgical delay. The primary procedure was performed in 2017. The screws were applied at both sides of l5 lumbar spine. No further information is available. This complaint involves one (1) device. This report is for one (1) expedium sfx cross connector system torque driver shaft. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d7a; d9; e3. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10 e1: initial reporter is physician.

Event description:
This report captures the intraoperative event of tip off the driver shaft broke off while related complaint (B)(4) captures the revision procedure which was performed because two screws had been loose.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: initial reporter is j&j company representative. Without a lot number, the device history records review could not be completed as no product was received. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that this was a removal procedure at l2-5 on (B)(6) 2021. The tip of the driver shaft broke off when it was used to loosen an adjustable implant bender. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves one (1) device. This report is for one (1) expedium sfx cross connector system torque driver shaft. This report is 1 of 1 for (B)(4).